Manufacturer narrative:
Customer reported motor drive issues. Top case cracked by the front right bottom corner and no visible contamination. Pump motor drive phase "b" post found in ehl while performing power up and infusion/ occlusion process. Reported problem duplicated during power up process. Pump motor drive phase "b" post caused by depleted battery normal wear. Battery is 6 years old, replaced battery. Performed power up and self test process.

Event description:
It was reported that the device had motor drive issues. No patient injury was reported